Manufacturer narrative:
B3: event date: this event occurred in january 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected and actual infusion times were unspecified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.